Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(6).

Event description:
It was reported that during a follow-up, the device was found in backup vvi. It was noted that the patient had returned to the clinic form some non-related device procedures where potentially electrocautery was used. The device was successfully reset and patient condition was ok after event.